Manufacturer narrative:
Device was used for treatment, not diagnosis. Adani, r., et al. (2008). The treatment of distal radius articular fractures through lcp system. Hand surgery, vol. 13, no. 2 (2008) 61¿72. This report is for unknown 2.4mm fixed angle locking compression plates for distal radius, and unknown screws, unknown quantity/unknown lot. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: adani, r., et al. (2008). The treatment of distal radius articular fractures through lcp system. Hand surgery, vol. 13, no. 2 (2008) 61-72. (B)(6). The study objective was to evaluate the fixed angle lcp system efficiency in articular wrist fractures (b- and c-type of ao classification) and establish whether CT should be definitively considered necessary in the pre-operative assessment of articular wrist fractures. The study included a total of fifty-eight (58) patients who were treated through orif (open reduction internal fixation) for intra-articular fractures of the distal radius and implanted with a 2.4 mm fixed angle lcp system for the distal radius, between june 2003 and april 2005. There were nineteen (19) b-type fractures and thirty-nine (39) c-type fractures) in thirty-five (35) male and twenty-three (23) female patients, aged 19 to 87 years (average age: 48 years). A volar approach was performed on thirty-two (32) patients, a dorsal approach on five, and a double approach on four (both volar and dorsal). In five c-type fractures a cancellous bone graft was employed, associated to hydroxyapatite in two cases. A pennig external fixator in association with a plate was used in three c-type fractures and k wires in 18 cases (four b-type and 14 c-type). Forty-one patients (29 males, 12 females) out of fifty-eight (58) were re-evaluated; the average age was 44 years (range 19-87 years). Twelve (12) patients belonged to the b group while twenty-nine (29) were in the c group. All cases were followed-up four (4) to twenty-eight (28) months after the surgical treatment (average period: 13 months). Various scale and test evaluations were used to measure patient outcomes including the mayo modified wrist score which measured four parameters (pain, functional state, range of motion and grip strength). The following complications were reported: one (1) patient developed complex regional pain syndrome in a c-fracture case that was treated with a double dorsal plate. This is report 1 of 1 for (B)(4). This report is for unknown 2.4mm fixed angle locking compression plates for distal radius, and unknown screws, unknown part # / lot #.